Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01716 and 2134265-2014-01753. It was reported that automatic pullback failure occurred. During a coronary intravascular ultrasound, it was noted that the atlantis sr pro imaging catheter did not display any image and was unable to pullback. There were no image present on the monitor when the imaging button was pressed. A faulty motor drive unit was noted. The procedure was completed with a different device. No patient complications were reported.